Event description:
Info rec'd via complaint form indicates that for the last six (6) weeks end-user's peristomal skin presented with a red area located under tape border.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End-user stated that his physician prescribed steroid spray without improvement. End-user also stated that he has been using convatec products since his surgery one (1) year ago. Lastly, the use of convatec's accessory products was discussed with end-user. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected.